Event description:
Event description boston scientific received information that noise on the rate/sense and shock channels of this implantable defibrillation lead caused pacing inhibition and inappropriate episodes.